Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire. In addition, our technician confirmed that the operation channel (primary) buckled, the angle wire play, the nozzle gluing missing, the root brace rubber (lg control body) cut, the objective lens scratched, the water jet tube dirty, the distal body worn out, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.